Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced dizzy spells. A holter monitor was placed on the patient which revealed a five second pause in pacing. It appeared atrial activity was oversensed on the rv lead, however loss of capture could not be ruled out. An invasive procedure was performed and the lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.